Manufacturer narrative:
E1 - initial reporter adress 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the collar and shaft were partially detached giving the appearance of a kink. There was blood present in the shaft of the device. Microscopic inspection revealed no further damage or irregularity.

Event description:
Reportable based on device analysis completed on 11jun2024. It was reported that the catheter was kinked. The 85% stenosed 34mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 7f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the catheter was kinked. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. However, device analysis revealed that the shaft and collar were partially detached.